Manufacturer narrative:
A preliminary analysis of the returned device stated that, there is a weak amp and that one channel is apparently disconnected internally. The final analysis of the device is pending.